Event description:
Complainant alleged that during training of the facility staff for the operation of the device, the display screen displayed a "bridge test failed" message when a self-test was being performed on the unit. The complainant indicated that there was no pt involvement in the reported malfunction.